Event description:
It was reported that the patient experienced pain near the implantable pulse generator (ipg) pocket site. The patient was reprogrammed and given over the counter (otc) topical medication. However, the reported pain did not subside, and the physician assessed the anchor was the cause of the reported pain. The patient underwent an explant procedure where the anchor was removed and did well postoperatively with the reported pain having subsided.

Event description:
It was reported that the patient experienced pain near the implantable pulse generator (ipg) pocket site. The patient was reprogrammed and given over the counter (otc) topical medication. However, the reported pain did not subside, and the physician assessed the anchor was the cause of the reported pain. The patient underwent an explant procedure where the anchor was removed and did well postoperatively with the reported pain having subsided.

Manufacturer narrative:
Analysis of the returned sc-4318 lot 28093967 revealed normal device characteristics. Additionally, a product labeling review was performed, and the instructions for use (IFU) states that persistent pain at the implantable pulse generator (ipg) or lead site are known risks with use of the spinal cord stimulation (scs) system.

Event description:
It was reported that the patient experienced pain near the implantable pulse generator (ipg) pocket site. The patient was reprogrammed and given over the counter (otc) topical medication. However, the reported pain did not subside, and the physician assessed the anchor was the cause of the reported pain. The patient underwent an explant procedure where the anchor was removed and did well postoperatively with the reported pain having subsided. Additional information was received that the patient continued to experience pain to the right of the lead incision site after the procedure wherein the anchor was explanted. Reprogramming the device to cover this pain was successful; and the patient noted she may have had this pain prior to having the spinal cord stimulation (scs) system implanted but had not noticed due to intense pain in other areas.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7073541.